Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent became dislodged. The physician attempted to place two taxus express2 8.8% stents (otw, unk dimensions). One stent in the mildly calcified, moderately tortuous proximal circumflex (cx), and one in the distal cx. The distal lesion had been predilated, however the physician could not reach that lesion due to resistance from the proximal lesion in the cx. The physician decided to deploy stent on the proximal cx lesion first. This stent was deployed and apposed correctly. The stent was then post dilated with the delivery balloon. While crossing over the deployed stent with another taxus stent, the second stent became dislodged from the delivery balloon. The physician removed the delivery device and then was able to remove the dislodged stent with a snare. The physician decided not to place a stent in the distal cx. There were no pt complications. The status of the pt is listed as good.